Manufacturer narrative:
Original test data reviewed and was determined to be consistent with reported result. No additional analysis or investigation needed based on distributor action recent literature has demonstrated that saliva based testing methods are more accurate and more sensitive than the nasal swab. Reference: omer sb, simonov m, warren jl, et al. Saliva or nasopharyngeal swab specimens for detection of sars-cov-2. The new england journal of medicine. 2020;383(13):1283-1286. Doi:10.1056/nejmc2016359.

Event description:
1. She called earlier looking for result and we told her we'd reach out to the lab, 30 min later she received the result which made her suspicious because she thought it was weird that we'd be able to rush it that fast. 2. The result document is timestamped with the wrong time (I explained it's just a system issue being off by a couple of hours and that has no effect on results). 3. The (B)(6) supervisor did not have her wipe/disinfect anything despite her suggesting it. (I thanked her for bringing that to our attention). 4. Another student had similar issue with vault and they called us and found out we had given them the wrong result, she's concerned we did the same with her daughter. A vault representative verified that the test kit ID that's tied to her daughter is the same reported by the lab and the test has a false positive rate of 1%. While it's possible that her daughter fell into that 1%, it's unlikely. This is historic complaint. Submission initially submitted via e-mail in absence of emdr reporting not setup.